Event description:
It was reported that two plug drivers became dull and worn from normal wear and tear. The drivers did not break but rather have become deformed (twisted and/or stripped). No patient was present during the inspection. This is report one of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2022-00047.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the tips of both drivers were twisted and deformed. Potential cause: root cause was unable to be determined. A twisted tip can occur when the driver is over torqued or when force is applied off-axis. DHR review: per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two plug drivers became dull and worn from normal wear and tear. The drivers did not break but rather have become deformed (twisted and/or stripped). No patient was present during the inspection. This is report one of two for this event.